Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17036. It was reported the patient had a trial procedure on (B)(6) 2021 and during the trial period the patient had a heart attack on (B)(6) 2021. The patient turned the stimulation off on the afternoon of (B)(6) 2021. Surgical intervention took place wherein the trial leads were removed. Patient is stable.